Event description:
Caller reported discrepant troponin (tni) results on the triage cardio profiler panel for one pt. Clinical history: two week history of exertional chest pain. Severe episode at work at 8 am. Central, heavy radiating to shoulder blades. Associated with nausea and sweating. Edta sample tested on two different meters. (See MFR report #2027969-2012-00869). ECG was normal. No other pt information provided.

Manufacturer narrative:
Investigation pending.